Event description:
It was reported to philips that the allura system did not boot up successfully no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the system was not powering up. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the cmos battery and measured it to be 1.7vdc, which should be 3vdc. Fse replaced the cmos battery and used ghost program to boot system. Later the fse confirmed that the system was not able to connect to the hard drive. Fse reenabled hard drive and rebooted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.